Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls as per product specification. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent damage post deployment occurred. Vascular access was obtained via the femoral artery. The diffused de-novo target lesion was located in the mildly tortuous left circumflex (lcx) artery. After predilation was performed, a 3.50x20mm promus element ¿ drug-eluting was advanced and successfully deployed. Following post dilation using a non-compliant balloon, a proximal edge deformation was noted. A 3.5x16 promus element was then implanted overlapping the first stent to cover the deformation. The procedure was then completed. No further patient complications were reported.